Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
The customer reported the unit will not run on ac (alternating current) power. The service technician checked power out of the power supply to the pm (power management) pcba (printed circuit board assembly), and there was no power out of the power supply. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the power supply which resolved the issue and the unit is back in service.

Manufacturer narrative:
G4: 16mar2020 b4: (B)(6)2020. The customer confirmed the motor control board was replaced in addition to the power supply board to resolve the reported issue. The customer completed preventive maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 07may2020. A motor controller board was returned for analysis. Visual inspection of the motor controller board had no anomalies. An investigation was performed and the customer complaint cannot be verified. No fault was found.